Event description:
Approximately three days post heartware vad implantation, it was reported that the patient experienced an electrical fault. The vad coordinator and physician performed a visual inspection which revealed contamination within the driveline connector. The site proceeded by cleaning the driveline connector, and performing a controller exchange. There was no reported patient injury as a result of this event. Investigation is ongoing.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The site performed a cleaning procedure to remove the contamination from the driveline connector. The device (B)(4) was returned to the manufacturer for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Thorough external visual inspection of the controller revealed contamination of the driveline port. Functional testing revealed that the device performed per specifications. However, the picture confirmed the presence of a foreign material in the driveline connector port of the controller. The reported electrical faults were confirmed via review of the controller log files, which revealed multiple electrical fault alarms on the date of the reported event. The confirmed malfunction is related to the reported event. Applicable risk documentation and experience with events of similar circumstances were considered; events with electrical faults are many times attributed to a foreign material contamination on the driveline connector resulting in a partial loss of electrical continuity. The most likely root cause of the reported electrical fault event, as investigated in the associated CAPA, is an ingress of contaminates onto the driveline connector pins. The clinical process and subsequent handling of the driveline may have allowed external contaminates to enter the driveline connector, especially during implant which occurred three days before. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The instructions for use (IFU) note specifically states to protect the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Manufacturer narrative:
The hvad remains implanted in the patient, therefore it will not be returned. However, the controller (con185691) is available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of completion of the investigation.